Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 190 mg/dl. Customer stated that he has a black circle on the screen with a button error alert. Customer does not recall if the pump was bumped or wet. Customer was asked to remove the battery from the pump for 30 minutes. When the customer called again, the error had returned. Customer received a replacement pump. No further details given.